Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4) incomplete the expiration date is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic shoulder stabilization procedure ,it was observed that a gryphon p br ds anchor w/orthocord dislodged when preparing implants prior to implantation. Another like device was used to complete the procedure without delay. There were no adverse patient consequences reported. No additional information was provided.